Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. During the revision surgery, it was noticed that the cuff had torn through the ring that held it in place, the cuff was not able to keep pressure on the urethra causing the patient to be incontinent. A new 4.5 cm cuff was implanted and tested. Everything is working properly. No further patient complications were reported.